Event description:
During ablation of tumor in esophagus the tip broke off. Unable to retrieve tip. New laser fiber used to complete procedure. Yag diode laser setting was 20 watts. Pt outcome indicated no adverse effects from incident.